Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, one of the jaws of the large needle driver instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the event, a fragment fell inside the patient¿s anatomy, but it was manually extracted by the surgeon and confirmed fully retrieved through visual inspection of the surgical field. No post-operative imaging (e.g., x-ray or ultrasound) was performed, and the patient did not return to the hospital for any related complications; there were no injuries or complications reported, and no additional surgical procedure was required to remove the fragment. The issue caused a procedure delay of less than 15 minutes.